Event description:
It was reported that the programmer powered up to an error message. Cycling power on the programmer did not clear the error. The interrogation of the patient was unable to be completed. It was also reported this is now the second time in a month the programmer has had a system error message. Someone from medtronic was not present at the time of the error message. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm or reproduce the reported error. The programmer passed all functional and systems testing. It is noted this programmer has had a lot of issues of this nature and is problematic. Concomitant products: product ID 2067l rf (radio frequency) head; product ID 229047 analyzer. (B)(4).